Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-70 serial # (B)(4) description: st linear lead, 70cm with pre-loaded 0.014 inch stylet.

Manufacturer narrative:
Additional information was received that the patient was reportedly doing well following the procedure. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient will undergo a lead revision due to discomfort caused by the lead anchors.

Event description:
A report was received that the patient will undergo a lead revision due to discomfort caused by the lead anchors.